Manufacturer narrative:
The reagent lot numbers and expiration dates were requested but were not provided. It was determined there was a washing problem and the cuvettes were overflowing. The field service engineer found the rinse arm did not wash cuvettes properly due to insufficient vacuum. He cleaned the vacuum line, decontaminated the vacuum hoses, and cleaned a solenoid valve. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 6000 c501 module. Sample 1 initial calcium (ca2) result was 7.55 and the repeat result was 10.32. Sample 2 initial ck result was 27 and the repeat result was 72. The units of measure were not provided. The repeat results were believed correct.